Event description:
This patient had a suspected pump thrombus approximately seven months post lvad implant. The patient presented to the hospital after reports of an "alarm". Evaluation revealed hematuria and lab values indicative of hemolysis. Log file review confirmed a raise in the pump watts. The patient was medically treated with 2 doses of thrombolytics. The patient was reported to be compliant and inr was described as controlled.

Manufacturer narrative:
The device, which is used for treatment, remained implanted and therefore is not available for analysis.